Event description:
This case was reported by a lawyer via a legal claim and described the occurrence of zinc toxicity in a female pt who received super poligrip (formulation unspecified) over a period of eight years as a denture adhesive. A physician or other health care professional has not verified this report. On an unk date, the pt began using super poligrip. At an unk time after starting super poligrip, the pt "suffered from zinc toxicity, copper deficiency, profound and permanent neurological damage and other injuries attributable to her super poligrip use." According to the claim, these injuries had left the pt "unable to perform her normal, customary and daily activities." Treatment with super poligrip was discontinued. At the time of reporting, the events were unresolved. Medical records received 28 july 2009: on (B)(6) 2007, the (B)(6) pt was hospitalized with a three year history of progressive numbness and weakness affecting both lower extremities symmetrically. This slowly progressed until a year prior, when the pt gave up driving and had to use crutches. One month prior, the pt began using a wheel chair due to progressive numbness in her upper extremities. She also had sphincter disturbance the six months prior and dull back pain at the t10 to t12 junction. The pt had been seen by outside physicians and started on b12. During the hospitalization, whole spine magnetic resonance imagining (MRI) was negative, lumbar puncture and csf analysis were normal, and (B)(6), htlv, rpr, b12 and folic acid levels were also normal. Serum copper levels were extremely low (3 mcg/dl), serum ceruloplasmin was low (4 mg/dl), vitamin e/alpha tocopheral was low (3.3 mg/liter), and vitamin d levels were low (8 ng/dl). Emg nerve study showed a predominantly axonal sensory motor neuropathy with active denervation in the proximal as well as distal muscles. A possibility of malabsorption was raised, but small intestine biopsy was normal. Copper replacement therapy was started at 6 mg daily for one week, 4 mg daily for another week, and then 2 mg daily until copper levels normalized. She was discharged to a rehabilitation facility on (B)(6) 2007. At follow up on (B)(6) 2008, it was noted that he pt had been discharged from the rehab facility after a couple of weeks and had stopped copper supplementation at that time. She had shown some improvement with ability to walk with a walker, but had suffered a fall resulting in bilateral ankle sprains. At this visit she felt weak again, continued to have sphincter disturbance, and was independent in some daily activities. She was restarted on copper gluconate 2 mg daily for one week followed by 1 mg daily thereafter. At follow up on (B)(6) 2008, the pt noted marginal improvement. She was wheelchair bound and dependent on most daily activities, but was able to open her hands which she had not been able to do prior. Copper level was 88 mcg/dl (normal 80 to 155) and zinc levels were 199 mcg/dl (normal 60 to 120 mcg/dl). Copper supplementation was continued at that time.

Manufacturer narrative:
Super poligrip is mfg in (B)(4) and neither the product nor lot number for this product is available. (B)(4).